Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the device malfunctioned during a surgical procedure. There was a loss of power. Power could not be increased to reach over 30% of expected performance. The procedure was soft tumor surgery. The event lead to a significant increase of surgery time.